Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. B7 - patient history: popliteal artery aneurysm. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c21: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent treatment for a popliteal aneurysm where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was attempted to be used in the popliteal artery. It was reported during the procedure, the viabahn device was advanced through a terumo 7fr introducer sheath over a command .014" guidewire. The viabahn device reached the intended treatment site, and the physician began the deployment process by pulling the deployment line. Reportedly, the deployment line was pulled with steady speed. However, before reaching the device expansion stage, the deployment line unexpectedly stopped unraveling. The physician attempted to pull the deployment line gently, but the viabahn device did not continue to deploy. Concerned about the potential line breakage and noticing a slight bowing of the viabahn device, the physician replaced the guidewire with a glidewire advantage .018". Despite this adjustment, the deployment line remained stuck. At this time, the viabahn device was removed from the patient's body over the guidewire the same way it went in. The procedure was completed using a new 8mm x 7.5cm viabahn device. This overlapped with an 8mm x 2.5cm viabahn device. The patient did not experience any adverse consequences.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Engineering evaluation: the reported inability to deploy and slight bowstringing could not be independently confirmed following evaluation of the returned device. Engineering evaluation observed the deployment mechanism to be functional: deployment successfully continued at the knob following stabilization with guidewire support. A possible loop was observed at the turnaround but did not impact deployment performance. The root cause of the primary reported failure mode could not be established with the available information; therefore, this investigation is considered complete.